Manufacturer narrative:
Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: crack in the case on the battery tube side, crack in the case on the battery tube side which starts at the corner of the left belt clip rail and extends across the side of the pump to the front, broken left belt clip rail, cracked middle (enter) keypad button, keypad overlay texture damage, scratched case. The pump was received without a battery cap. No critical pump errors (open book images) were observed during testing; however, the left and go back buttons did not work. Self test failed returning a pump error 63. The rewind test returned a pump error 43. The case was cut open. After visual inspection, there is corrosion in/around the following: keypad flex cable terminal; pcba1--j1, u2; pcba2--j1, lcd flex cable terminal; motor flex cable terminal, force sensor flex cable terminal. In summary, the customer¿s report of an open book was not confirmed during testing. The non-functional left and go back keypad buttons are due to the corrosion found on the keypad flex cable terminal and pcba1 da1; the pump error 43 is due to corrosion on the motor flex cable terminal. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced critical pump error (open book image). The customer reported no adverse event. The event involved product(s) mmt-1782k. Troubleshooting was performed and indicated pump replacement. No harm requiring medical intervention was reported. Mmt-1782k was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.